Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 253 mg/dl, 128 mg/dl, 116 mg/dl, 196 mg/dl, 175 mg/dl, and 117 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.